Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
On (B)(6), 2024, senseonics was made aware of an incident where the sensor broke during the removal procedure on (B)(6) 2024. According to the hcp, the end cap of the sensor came off when gripping the sensor, but it was recovered without any problem and the remaining piece of the sensor could be removed easily. All of the sensor and its pieces were removed.

Manufacturer narrative:
The sensor (B)(6) was broken during removal into two pieces as the endcap got separated from the sensor and the hcp was able to remove all parts of the sensor. The return material authorization (RMA) was issued for the return of the sensor pieces for further investigation and to determine the root cause of the sensor breakage. However, the materials were never received. As a result, the complaint could not be visually confirmed. The potential root cause of breakage of sensor during removal is usually excessive force on the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". B4. Date of this report updated to 24 april 2024. G3. Date received by manufacturer updated to 24 april 2024. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 4315.